Event description:
The customer received questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) and free psa results for one patient sample from cobas e601 analyzer serial number (B)(4). The specific date of testing was not provided. The initial free-psa result was 1.64 ng/ml and the initial total psa result was 0.902 ng/ml. The customer recentrifuged the sample and repeated testing with the same results. Refer to the medwatch with patient identifier (B)(6) for the free psa assay. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
A specific root cause could not be identified as no patient sample could be provided for further investigation.